Event description:
A malfunction was reported on the pump by the caller, displaying a malfunction code 9 with a fault ID of 0x20f1. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.